Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n114349001, implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal bupivacaine 22 mg/ml at 4.068 mg/day, dilaudid 2 mg/ml at 0.3698 mg/day, and unknown baclofen 240 mcg/ml at 44.38 mcg/day via an implanted pump for an unknown indication. It was asked but unknown when the event/difficulty occurred. A partial explant of the 8709sc catheter occurred on (B)(6) 2020 and the pump segment was removed and replaced with an 8578. The hospital had possession of the pump segment and it would be returned. It was reported there was a kinked catheter at the time of the pump replacement. It was noted after removing the pump segment the physician was able to empty the remaining catheter. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ the patient¿s weight was (B)(6) and status at the time of this report was ¿alive- no injury.¿ no further complications were reported/anticipated or expected.